Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. This case was received late by the pv department and is included in the investigation of (B)(4). Pharmacovigilance comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Serious criteria include the need surgical intervention. The non-serious expected event of device dislocation was considered possibly related to the treatment. Potential contributory factors for the events include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. (B)(4).

Event description:
Case reference number (B)(4) is a literature report detected on 03-jun-2017 by medical affairs department during a literature screening. This case was identified from the literature article goldman mp. Cosmetic use of poly-l-lactic acid: my technique for success and minimizing complications. Dermatologic surgery 2011; 37:688-693. A female patient of unknown age received treatment with sculptra (plla) to temples. Immediately before treatment the skin was cleansed with an alcohol pad. Sculptra was reconstituted at least 24 hours before use using 7 ml of bacteriostatic water per vial. Just before use, 1 ml of 1% lidocaine with epinephrine was added to the vial, which was then agitated using a vortex genie mixing device. The plla slurry was then transferred to 3-ml syringes attached to a 1.5-inch, 26-g needle. The reporter mentioned that the immediate and vigorous mixing technique before placing the plla slurry produces a foamy substance, but when drawn into the 3-ml syringe, the slurry appears as a liquid with minimal bubbles. The sculptra was injected using a fairly forceful pressure just above the periosteum in the temple. A 1 to 3-ml bolus injected into the temple and then firmly massaged into the desired position to neutralize the atrophic temporal area. Post treatment, the patient was instructed to massage treated areas for 5 minutes five times a day for 5 days. Unknown time later treatment the patient developed visible, subcutaneous nodule in the inferior eyebrow region that probably occurred through migration from a temple, supra-eyebrow injection which resolved 4 weeks after excision. The patient also underwent a fractionated ablative resurfacing procedure at the time of the nodule excision.